Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty to the right common iliac artery, it was reported, that the lesion was crossed with a guidewire and a 10/40mm powerflex pro was delivered to the lesion and inflated, but the lesion did not fully expanded. It was noted that there were no issues with this first balloon. A second balloon, a 12/40mm powerflex pro, was delivered to the lesion and was inflated in the lesion with an everest inflation device. However, it ruptured at 4atm during its second inflation. The lesion was dilated fully and the balloon was removed intact and the procedure finished. There was no report of patient injury. Initially, approach was made from the right femoral artery. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The lesion was heavily calcified, moderately tortuous and 90%stenosed. (B)(4): the device was not returned for analysis. Review of lot 15751567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification, moderate tortuosity and 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery, it was reported, that the lesion was crossed with a guidewire and a 10/40mm powerflex pro was delivered to the lesion and inflated, but the lesion did not fully expanded. It was noted that there were no issues with this first balloon. A second balloon, a 12/40mm powerflex pro, was delivered to the lesion and was inflated in the lesion with an everest inflation device. However, it ruptured at 4atm during its second inflation. The lesion was dilated fully and the balloon was removed intact and the procedure finished. There was no report of patient injury. Initially, approach was made from the right femoral artery. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The lesion was heavily calcified, moderately tortuous and 90% stenosed.